Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the 69-year-old female also experienced bilateral baker grade ii capsular contracture and was diagnosed with recurrent right breast cancer. As a result the patient underwent unilateral device removal on the right side on (B)(6) 2020. The left-sided device will be removed at a future date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with 475cc mentor memoryshape breast implants and experienced an unspecified adverse event postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient¿s left-sided device.